Manufacturer narrative:
H.6. Codes have been updated to reflect the new information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the cause of the difficulty maintaining connection to recharge was determined to be user error and positioning of the recharger. The steps taken to resolve the issue were the rep educated the patient on how to use the recharger. They were placing it in the wrong location. The depth of the ins was said to be assuming no deeper than 1 inch. The patient was able to palpate the ins and was able to successfully charge the ins. MDR decision updated to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. The caller wanted help to use the external equipment to connect and find the ins percentage which showed as 30 percent. The caller said they had spoken with the medtronic rep, who had helped them over the phone to recharge the ins one time in the past. After extensive difficulties trying to find the ins and start charging, getting a connection then losing connection, repositioning, getting recharger is inactive, and system error 1707 powering down and back up the equipment numerous times, resetting 3 times, conferencing on tech support they were not successful to recharge the ins. During charging troubleshooting, the pt reported they felt shocks. Pss reinforced keeping a thin layer or clothing between the charger and the pt. Caller will continue to try to recharge. Offered and sent email to the reps in the area and caller will follow-up with the rep/ doctor if they need further support.